Event description:
Syringe barrel cracked in use with chemotherapy drug. The actual device was disposed of as they were using cytotoxic material. Three unused devices from the same box were returned.

Manufacturer narrative:
Visual inspection of the three unused devices returned revealed no mfg defects. The condition reported could not be confirmed. Analysis of complaint data over the past two yrs reveal that cracked syringe barrel complaints occur at a chronic low level.